Manufacturer narrative:
Although the device was not returned to vygon, the details of the complaint will be forwarded to the manufacturer for complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion via follow-up MDR.

Event description:
Catheter removed due to leaking at the junction where the catheter meets the extension of the butterfly securement device after four days of use. The catheter was removed, and another attempt to insert a PICC was unsuccessful. A piv was then placed in the patient.